Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an innova stent delivery system (sds) with an unidentified guidewire. The guidewire was protruding 136cm from the handle and 9.5cm from the tip. There were numerous kinks throughout the guidewire. The outer diameter (od) of the guidewire was measured. The shaft was kinked at the nose cone. The handle was opened and there was no damage or irregularities to the handle or shaft. The guidewire was able to be removed from the device with no issues or resistance. The inner diameter (ID) of the catheter was measured at the distal tip and is within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the superficial femoral artery. After rotational atherectomy and balloon angioplasty were performed, a 6x100x130 innova stent was advanced and deployed to the lesion. When the stent delivery system (sds) was pulled back over the non-bsc guidewire, it was noted that the device got caught on the wire. The sds and the guide wire were removed together without resistance. Images were taken and it looked good then the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the superficial femoral artery. After rotational atherectomy and balloon angioplasty were performed, a 6x100x130 innova stent was advanced and deployed to the lesion. When the stent delivery system (sds) was pulled back over the non-bsc guidewire, it was noted that the device got caught on the wire. The sds and the guide wire were removed together without resistance. Images were taken and it looked good then the procedure was completed. No patient complications were reported and the patient's status was fine.